Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the caller's wife had a stimulator implanted in 2017 and it provided 95% pain reduction. However, 2 months later had to have it removed due to infection. This has caused a fear to try again. No additional information provided.

Manufacturer narrative:
H3: per additional information, previously reported fdd/annex a code a24/c76126 is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's husband reported that infection caused by location of battery placement. Patients weight was 120 lbs. Device disposition unknown. Here is what we believe. The battery was placed just under the skin of left buttox. Everytime she sat down it was right on the battery. Its position also caused it to move every step she took. Dr was concerned that she didn't have enough "meat on her bones". He wanted to place it on her side but not enough padding. So infection was caused by constant movement irritating the underlying tissue. About two months after placement the site of the battery erupted spilling puss everywhere. She decided to go ahead with the implant after the "test" leads allowed 95% pain relief from small fiber neuropathy. She does regret opting for the paddle instead of the leads used during test.